Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was set to the primary vector. The clinic checked the patient and was able to reproduce the noise in all three sensing vectors while the patient was stretching. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.